Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Crd_1064 - veritas, patient site ID: (B)(6) (r934857201). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet 2 was chosen for implant. It was then reported that on (B)(6) 2025, patient experienced exertional dyspnea and electrocardiogram (ECG) noted new ventricular extrasystole. The patient status was reported hospitalized. A coronary angiography was planned.

Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.